Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva meter, compared to a professional emt meter, within 10 minutes: 410 mg/dl on aviva meter and 162 mg/dl on the professional emt meter. No adverse event reported as no treatment was received. Return of the suspect device was requested for evaluation and replacement was sent.